Event description:
It was reported that during a lap gastric bypass procedure, there were some malformed staples. Completed the procedure with the same instrument. There was no patient consequence. Patient is stable.